Manufacturer narrative:
(B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article ¿pseudotumors in association with well-functioning metal on metal hip prostheses: a case control study using three dimensional computer tomography and magnetic resource imaging¿ by alister j hart et al, reports on the quantification of prevalence of pseudotumors adjacent to well-functioning and painful hip metal on metal prostheses and characterization of these lesions with the use of MRI. It also assesses the relationship between their presence and acetabular cup position with use of three-dimensional computed tomography. There were 5 patients with asr out of 30 (median age 50 years; male: female= 16:14) within case group that had unexplained hip pain while well-functioning prosthesis group (control group) had no patient with asr out of 28. Eighteen patients in the painful group underwent revision arthroplasty. Eight of the samples were ¿¿diagnostic¿¿ for alval, one was ¿¿suggestive,¿¿ three were ¿¿nondiagnostic,¿¿ and the remaining sample was entirely necrotic. Other implants employed in the study were adept (finsbury), biomet, bhr, cormet (corin) and durom (zimmer ). Pseudo tumors were reported in 17 patients (8 women and 9 men) of painful group. The type of hip implants employed include- no clarification was found on which events were specifically present on specific patients. For the painful group, cup inclinations ranged from approximately 28 degrees to 75 degrees and the version ranges from approximately -35 degrees to 42 degrees per scatter plot figure #5.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Ww CAPA (B)(4) superseded by mdd CAPA-(B)(4). Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.